Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed a pump stoppage event. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, a pump stop while supported by the power module on an ungrounded patient cable could be indicative of a phase-to-phase driveline issue. A correlation between the device and the reported fall and decreased level of consciousness could not be conclusively determined, and a specific cause for this event could also not be determined. The submitted log file, which contained relevant data from (B)(6) 2021 to (B)(6) 2021, captured a pump stop event on (B)(6) 2021 with corresponding hazard alarms for low speed and low flow. This event occurred while the system was supported on the power module (pm). The account reported that the patient was seen in the emergency room for a fall with unknown injuries. It was also noted that patient uses an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including neurologic dysfunction. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook s also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known short to shield is reported in MFR report # 2916596-2018-04091.

Event description:
Related manufacturer's report number: 2916596-2021-01058. It was reported that the patient was seen in the emergency room. The patient had a fall with unknown injuries. Patient has decreased loc (loss of consciousness) and cannot speak to what happened. The patient had a controller exchange on (B)(6) 2021 with inr therapeutic 2.1 due to broken power lead wires. On history, noted low flow to 0.0 lpm on (B)(6) 2021 at 1553. Of note, the patient has a known short to shield and uses orange cable at home. The log file captured a brief pump stop on (B)(6) 2021. There are 2 possible causes of this pump stop. A controller high current event or a percutaneous lead issue. It is possible the short to shield may have matured into a phase to phase short. It was reported that the patient definitely did not have a grounded cable at home. The patient had a previous driveline repair with current known short to shield.